Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-05-25 from the consumer reporting that the patient was (B)(6) feet (B)(6) inches and (B)(6) lbs. It was reported that the adhesive discs resolved the recharging issues as they made much better contact. The battery moved after placement and was difficult to couple with using the belt. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported patient poor coupling. The patient has having problems connecting her recharger. The patient said it takes a long time to charge because she does not get full bars. The patient currently has no bars and she usually gets 4 bars, and when she stands, she can get full bars. The patient reported that the implantable neurostimulator (ins) was kind of tilted a little bit, which might be making it difficult to get full coupling. The patient spoke with the manufacturer representative who suggested adhesive discs. The patient was redirected to follow-up with their healthcare provider (hcp) if the adhesive discs don't help. No patient symptoms were reported. The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.